Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during the implant procedure, the operator was unable to interrogate the leadless implantable pulse generator (ipg). Ipg was explanted. No patient complications have been reported as a result of this event.